Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause could be due to operator error, mechanical failure or user related (eg: rough handling, use of petrolatum base products). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheter only seemed to be lasting for 5 weeks due to them splitting off. Patient explained that the catheter came down to a v, where the catheter fit in the statlocks. Advised that after around 3 weeks of use the rubber seemed to wear through and by 5 weeks the catheter need to be changed. It had been going on the last 4 months or so, in the last 3 or 4 orders it definitely got worse. Patient was quite active so there was a lot of movement which could effect but they felt that this should not be happening. Also the patient thought after the first few orders the colour of the catheter changed to a darker colour. So they were unsure if there was any changes made to the catheter while manufactured.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
. It was reported that the foley catheter only seemed to be lasting for 5 weeks due to them splitting off. Patient explained that the catheter comes down to a v it was where the catheter fit in the statlocks. Advised after around 3 weeks of use the rubber seemed to wear through and by 5 weeks the catheter need to be changed. It had been going on the last 4 months or so, in the last 3 or 4 orders it definitely got worse. Patient was quite active so there was a lot of movement which could effect but felt this should not be happening. Also the patient thought after the first few orders the colour of the catheter changed to a darker colour. So they were unsure if there was any changes made to the catheter while manufactured.